Manufacturer narrative:
Continuation of d10: product ID: sfr4-4-40-10 ((B)(6)); implant date n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025 - 06:50am. Date/time final reperfusion: (B)(6) 2025 - 09:52am. Final arterial access route: femoral, clot location: mca, m1 ¿ r (diameter unknown). No patient complications have been reported as a result of this event.

Event description:
Additional information received reported patient's vessel tortuosity was normal. The devices had been prepared as indicated in the instructions for use (IFU). The patient is recovering well. Baseline nihss was 15 and immediate post-procedure remained 15. At 2 days post-procedure, the patient's nihss score had improved to 7. No additional action/intervention was taken to address the observed distal embolization. The cause of the event was noted as, "it seems the thrombus was dislodged and migrated during removal.".

Manufacturer narrative:
B5 updated with additional information received. H6. Patient coding and conclusion coding updated based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.